Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and during the operation, the inner sheath was broken when the inner sheath was advancing in the outer sheath. The inner sheath was described as the gray snap-fit of the sheath was separated from the inner sheath. The end of the extended sheath is disconnected. A second device was used to complete the operation. There was no report of adverse event on patient.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and during the operation, the inner sheath was broken when the inner sheath was advancing in the outer sheath. The inner sheath was described as the gray snap-fit of the sheath was separated from the inner sheath. The end of the extended sheath is disconnected. A second device was used to complete the operation. There was no report of adverse event on patient. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and microscopic examination of the returned device were performed. Visual inspection revealed that the dilator hub was missing. Further analysis under image magnification revealed proper assembly marks on the dilator. It can be inferred that the device was properly assembled. A device history record evaluation was performed for the finished device number, and no internal actins related to the reported condition were identified. The dilator broken reported by the customer was confirmed. The potential cause may be attributed to excessive force or manipulation during its usage. However, this cannot be determined with the information available. The instructions for use (IFU) contain the following information: ¿during insertion, use caution not to create excessive bends that may led to crimps in this device. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).